Event description:
Initially it was believed that the capsular bag was torn. However, upon further follow-up it was reported that the surgery continued and the surgeon managed to remove the cracked haptic lens without anterior vitrectomy. There was no adverse effect for the patient.

Manufacturer narrative:
Additional info: additional information was obtained and it was determined that the reported event is no longer considered reportable.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that they experienced a problem with the haptics on the lens cracking during the surgery. This nearly resulted in an anterior vitrectomy, as the haptic caught the capsular bag during removal of the lens. Additional information has been requested but has not been received.